Event description:
It was reported that the device suture hold came loose and the device flipped in the pocket pulling the right ventricular lead into the superior vena cava. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - we did receive performance data collected from the device and have analyzed the data. There were two ventricular fibrillation episodes equal to 200 milliseconds average per ventricular cycle on 2012-12-03. The ventricular short interval is equal to 1150 counts in 21.83 days, between (B)(6) 2013.

Manufacturer narrative:
Product event summary - the lead was returned and analyzed and no anomalies were found. (B)(4).